Event description:
The doctor's patient received a minor thermal burn when the head of the handpiece made contact with the patient's lip as the doctor was removing it from their mouth. The doctor checked the handpiece and found the head had become extremely hot during the procedure but was not aware that it had heated up. There was no visible blistering to the patient's lip, and vaseline was applied to the affected area at the time of the incident. The patient was reported to be fine the next day with no discomfort.